Event description:
The pt's explanted pulse generator was received by the MFR due to unk reasons. Later, it was noted in the social security death index that the pt had passed away. No further details have been made available on the pt's death. The returned pulse generator was analyzed by the MFR which confirmed that there were no adverse functional, mechanical, or visual issues identified with the returned generator. Last known diagnostics available in the MFR's programming history database were within normal limits. Good faith attempts to obtain add'l info from the treating neurologist have been unsuccessful to date.